Event description:
The customer reported that the system displayed a control panel error message and would not take images. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connector and the voltage on the 5v power supply were adjusted. The system was then found to be operating as intended.